Event description:
A malfunction alarm was reported with the pump during operation. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support arranged a replacement for the pump and instructed the customer on returning the defective one using a pre-paid label. The customer planned to use multiple daily injections as backup therapy to ensure insulin delivery during the replacement process.